Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had one put in and 6 days later hit a nerve. They were in excruciating pain. They had it removed and that did not help. They were in the hospital for 5 days on pain medication and nothing helped. They were in rehab for days for extensive treatment because they could not walk or use their right leg. They had been home 3 weeks and were still on pain medication. They indicated that they had previous nerve and back issues.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.